Manufacturer narrative:
H11: there were no photos or samples received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A review of the device history record (DHR) was completed. No confirmed quality issues or rejections related to the reported incident were identified. The review verified that all procedural and functional criteria required for product release were fully satisfied. The complaint was entered into the complaint management system and will be tracked and trended for future occurrences and reviewed/investigated through the quality data analysis process. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the pleurx pleural catheter mini kit valve was damaged. It was stated that the safety valve broken / damaged / disconnected. The valve was changed to resolve the issue, and drainage was successful. No medical intervention was reported. No patient injury was reported.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. Photos were not provided for review. The device has not been returned for evaluation. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the pleurx pleural catheter mini kit valve was damaged. It was stated that the safety valve broken / damaged / disconnected. The valve was changed to resolve the issue, and drainage was successful. No medical intervention was reported. No patient injury was reported.